Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic capsule: stage 3, silicone leak. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported through the national agency for the safety of medicines and health products (ansm) a "periprosthetic capsule: stage 3", "silicone leakage" and "fold, waves, rotation". This record is for the right side. Device was explanted, it is unknown if the device was replaced.